Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Mother reported via phone call that the customer experienced high blood glucose levels ranging from 360 to 500 mg/dl. The customer would treat their blood glucose levels with an insulin pen. The caller reported that they had issues with their insulin pump and feel the insulin is not being absorbed in the body correctly. The caller was assisted with troubleshooting and was advised to change their sets. The customer did not return the insulin pump back for analysis.